Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activatin reportedly went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
It was reported that the recipient experienced a cerebrospinal fluid (csf) leak during initial implant surgery. Due to anatomical reasons, a cochleostomy was performed for electrode insertion, and the csf leak was identified during the cochleostomy. The csf leak was repaired and the recipient was successfully implanted.